Event description:
Wash disinfect print out verification did not have the correct information.

Manufacturer narrative:
The customer stated they did notify their patient of the incident. The investigation revealed that the facility performs a daily "wash only" cycle to verify flow, as required by the device labeling. Once the wash only cycle is completed instructions on how to proceed to wash and disinfect cycle was not adhered to. The screen must be cleared before progressing to the wash disinfect cycle and entering patient-scope data. The user did not clear the screen before entering the patient/scope information when the screen did not progress to the wash disinfect cycle the operator realized the screen did not change and cleared the information entered; not saving it to the data base. Therefore the cycle printout did not have the patient scope information as required. Custom ultrasonics in-service/service manager did review the facilities data from (B)(4) 2014 the data showed this to be a pattern with data entry at the facility. The investigation into the data on (B)(4) 2014 showed total number of wash/disinfect cycles completed totaled 21 cycles. Total procedures entered that day was 34. The facility scheduled 30 patients that day. The system can reprocess 1 to 2 scopes per cycle. The facility has 3 processing chambers, the facility usually processes 2 scopes per chamber. Total wash/disinfect cycles captured could reprocess 21 to 42 scopes based on the process count in the data base for that day. The is/s manager sent a operator's manual and asked that the facility review then set up a conference to discuss. The facility stated they were following the manual however, upon review of the data from (B)(4) 2014, it showed they were not following the operator's manual. The personnel at this facility admitted user error when entering data. This is/s manager proceeded to create a training dvd on how to input and save the data into the system 83 plus data base and sent the dvd to the facility. The facility will review and confirm training via conference call scheduled for (B)(4) 2014. Custom ultrasonics inc. Is filing this report out of an abundance of caution. If more information becomes available a follow up report will be submitted.